Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to cholesteatoma. There are no plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on february 14, 2023.